Event description:
It was reported that customer received a minimum fill notification while attempting to load insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer had initially filled and loaded cartridge, removed pump from case, and cleaned pump area as instructed, but issue was not resolved until customer loaded second cartridge, after which pump functioned normally and insulin delivery was successfully resumed.